Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 27. June 2002. No ncrs were generated during production. Review of the device history record(s) showed complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery the end of the device is broken. No delay to surgery time. This complaint involves one part. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Product investigation summary: the investigation has shown that the weld on the end cap of the cutter head is indeed broken off. The device shows significant use and substantial impacts consistent with fourteen (14) years of use. Because of the damages, the complaint relevant dimensions could not be checked against print specifications. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the provided information, the exact cause of this complaint could not be determined. It is likely that a mechanical overload situation caused the breakage of the weld. A breakage is also possible if the cutting bolt is blunt. Therefore, it is recommended that the user check the bolt after each reprocessing and replace it if/when needed. The poor condition of the instrument may also have been a contributing factor. In this context, it is important to note that an instrument¿s end of life is normally determined by wear and damage during use over the years. Evidence of damage and wear on a device may include, but are not limited to, corrosion, discoloration, excessive scratches, flaking, wear, and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, or damaged and excessively worn devices should not be used. No indication for product related issues were found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.